Event description:
It was reported that the implantable neurostimulator (ins) should have been stimulating both of the patient¿s legs and had been stimulating the right leg since having the ins implanted, but at the time of this report the patient was not getting any stimulation on right side as the patient had turned the stimulation off on the (B)(6) prior to the date of this report. The patient had been receiving ¿hard shocks¿ in the area of the kidneys, groin, and the right leg, ankle, and foot on the (B)(6) prior to the date of this report. The shocking had caused the patient to ¿throw [the patient¿s] right leg out and [the patient] landed on the floor.¿ after the patient had fallen, the stimulation had been uncomfortable. The patient had turned the stimulation down to ¿4,¿ but when turning stimulation on, was only getting stimulation in the groin, kidney, and right leg. When trying to lay in a different position, stimulation would feel like it was ¿on full force from 0-20.¿ the patient had tried turning stimulation on again on (B)(6), but had the same results. Upon visiting the patient¿s healthcare provider (hcp), x-rays, impedance testing, and reprogramming was done. The hcp had determined that the lead had migrated. The patient had been experiencing less than 50 percent therapy relief. A revision was done and the leads were repositioned. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID: 97740, serial# (B)(4), product type: programmer, patient. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. (B)(4).

Event description:
Follow up information reported confirmed that the cause of the lead migration was that the patient had fallen. The revision was performed on (B)(6), 2014 and it was noted that there were no devices explanted. It was reported the patient was receiving effective therapy post-surgery. If additional information is received, a follow up report will be sent.